Manufacturer narrative:
The pump serial number and patient information were requested, information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient needed a clamshell repair.

Manufacturer narrative:
Further information was received indicating this event was supplemental and was reported in manufacturer reference number 2916596-2023-07893.